Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device developed a cracked touchscreen of unknown cause and subsequently froze, preventing unlocking and use, and the screen was not usable; the user confirmed the device had been synced and planned to return it, and they transitioned to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture to the touchscreen component consistent with a device fracture, and the issue was associated with the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.